Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. Also, the shock impedances were high at 116 and 124 ohms. The impedances are high but within range. Technical services advised some testing options. The sensing vector has been changed from the secondary vector to the primary vector. There were no additional adverse patient effects. The system remains implanted.